Manufacturer narrative:
Device manufacture date is from august 8, 2015 to august 9, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked fluorouracil during infusion. According to the customer, the leak may have been from the connection between the distal luer and the non-baxter IV set or a damaged membrane on the port. There was no patient injury or medical intervention associated with this event. No additional information is available.